Manufacturer narrative:
(B)(4). The field service technician (fsr) observed the light emitting diode (led) on the level module was amber when the perfusion screen was open and the level icon shows '?'. The fsr assigned the level module to the perfusion screen and then the led was green and the icon was normal. The unit operated to the manufacturer¿s specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the level sensor on the unit was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.